Event description:
It was reported that the customer experienced a low blood glucose levels. The customer stated that the low blood glucose issue had taken place for the last 3 weeks and was especially terrible on the day before the call. The blood glucose reading was 40 mg/dl. She stated that in the recent years, her blood glucose had been up and down, but it had never been this bad. The most recent blood glucose reading was 58 mg/dl, which was treated with food. The reservoir showed the same amount of insulin as was shown on the status screen. She stated that she is a very brittle diabetic. She stated that she would get very low blood glucose levels daily, but she would try to correct it, but would overcorrect and get high blood glucose. She was advised to monitor the insulin pump and consult her doctor regarding low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.